Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving hydromorphone (5 mg/ml at 1.5511 mg/day) via an implantable infusion pump. It was reported that the motor stall was confirmed via the pump logs. The patient experienced withdraw in relation to the motor stall. The cause of the motor stall was undetermined by the hcp. It was reported that the patient had a pump replacement on (B)(6) 2018. The pump was noted as being sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. The pump was returned and analysis found electrochemical migration across the electrical feed-through insulator which caused an electrical short. The electrical short resulted in a motor stall. Pressure testing did not identify any leaks or breaches in the internal pump tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that a motor stall was confirmed on (B)(6) 2018. A pump replacement surgery was planned for (B)(6) 2018. It was noted that the customer refused to have the device returned and made available for analysis. It was unknown if any environmental/external/patient factors that may have led or contributed to the motor stall. It was unknown what diagnostic/troubleshooting was performed to confirm the motor stall. No symptoms were reported and the patient was noted as being alive with no injury at the time of this report. No further complications have been reported as a result of this event.